Event description:
It was reported the patient had experienced ¿less than 50% therapy relief¿ at an unknown location. The patient¿s implantable neurostimulator (ins) underwent ¿suspected premature battery depletion.¿ the ins had previously reached the end of service (eos) indicator on (B)(6) 2014. The ins was replaced as a result of the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with okay telemetry and output.

Manufacturer narrative:
(B)(4).